Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. No patient involvement. Break. Results pending completion of evaluation. Conclusion not yet.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the yellow cap in the oxygenator was broken off. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 5, 2018. (B)(4). The returned sample was visually inspected upon receipt. It was confirmed that the yellow cap on the red stopcock on the manifold is broken off. A portion of this broken cap was still left within the port and the surface of the cap appeared to be sheared. There is also damage noted to the oxy inlet port and a port on the lid. A retention sample from the same product code/lot number combination was obtained and visually inspected, no anomalies were noted. All capiox units are 100% visually inspected at several points in the production process. It is likely that the observed damage caused by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.